Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, noise and oversensing were noted on the right ventricular lead. The device was reprogrammed to resolve the event. The patient was in stable condition and is being monitored.